Event description:
It was reported to boston scientific corporation that a cre esophageal balloon dilator was used during an egd on (B)(6), 2010 involving a (B)(6) male patient (patient weight and ID are unknown.) According to the complaint, the egd procedure was a follow up to a previous roux-en-y surgery however the date of the initial surgery is unknown. The device was inserted into the patient and positioned at the gastric outlet anastomosis. The cre balloon was inflated to 13.5mm using the alliance ii inflation system. The technician noted that during the inflation, the cre balloon had difficulty maintaining pressure; however, the dilatation was able to be completed with this cre balloon. There was no visible damage noted to the balloon. Post dilation, the cre balloon was deflated and removed form the patient. At this time, a perforation was visually detected at the gastric outlet anastomosis. The patient was sent for an x-ray which confirmed the presence of a perforation. The patient's condition following the event was reported as stable. The patient was admitted to the hospital and was monitored by the physician for "a few days" however, there was no reported treatment for the perforation.

Manufacturer narrative:
The complainant indicated that the device was disposed at the site and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.